Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery depleted set alarm, which interrupted delivery was confirmed by service. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 6.12.00. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. The software version for this device is currently unknown.